Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised right real wheel is bent causing it to rub against the brake.